Event description:
Customer reports the pump suction is too high and will not turn down. Customer stated this has become painful.

Manufacturer narrative:
Attempts to obtain additional information from the customer (B)(4) were unsuccessful. The customer returned the pump for evaluation/ investigation. Vacuum and cycles per minute tests were conducted; the device performed to specifications. No definitive cause of the reported event can be determined. As part of complaint remediation activities, historical complaint records are being reviewed for possible adverse events. Medela is committed to creating an effective complaint handling process to assure complaints are processed in a timely manner and evaluated for part 803 reporting.